Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor was fractured while in the body. The customer¿s blood glucose was unknown. Customer noted that the issue was while she removing the sensor at the sixth day of insertion. Customer reported swelling at the sensor insertion location. Customer was advise to refer to the backup plan. The sensor will not be returned for analysis.